Manufacturer narrative:
Method/conclusion: it has been recommended that the device be removed from service and scrapped as it is no longer serviceable as a result of the incident.

Event description:
It was reported that an ambulance was involved in an accident and during the collision the power-pro dislodged from the cot fastener and injured the medic. The medic was struck in the leg by the cot. Further information regarding the medic was not provided.